Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was going through a battery every day. Customer stated that the buttons were not allowing her to get to the bolus wizard. Customer stated that none of the buttons are responding. Customer reported that every day the pump turns itself off. Customer also received a black dot and a failed battery test alarm. Troubleshooting was performed and the customer did not receive a failed battery alarm after inserting a new battery. Customer was advised that a replacement battery cap will be shipped as a courtesy. Customer stated that her blood glucose was 403 mg/dl this morning and she is going into diabetic ketoacidosis. Customer treated with a manual injection.